Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was broken. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(6) 2013. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.